Event description:
It was reported that the lead exhibited high voltage lead impedance after shocks were delivered for an svt. X-ray showed a fracture in the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.